Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was able to clear the alarms and was able to rewind the pump. The self-test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 4 and pump error 53 found in the device history due to software error. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4).